Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 19cm glidepath d/l catheter, one catheter stylet, one tunneler, one guidewire hoop and one j-tip guidewire in a guidewire hoop were received for evaluation. Visual, microscopic and dimensional evaluations were performed on the returned device. Multiple bents and stretching were noted throughout the received j-tip guidewire. Uncoiling was noted throughout the distal portion of the guidewire. Therefore, the investigation is confirmed for the identified guidewire deformation and stretched issues. However, the investigation is inconclusive for the reported stuck, failure to advance and difficult to remove issues as the returned sample was not in proper condition to test for the reported issue. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required.

Event description:
A patient underwent for dialysis catheter placement procedure using glidepath. During the procedure, the guidewire allegedly could not advance beyond front of the stylet and could not remove. Reportedly guidewire and catheter became stuck and were removed together. There was no reported patient injury.